Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was over 500 mg/dl with a high ketone level. Subsequently, the customer was hospitalized. The customer was unable to provide further detail regarding the hospitalization and indicated that pump therapy was resumed after replacing supplies.